Event description:
It was reported that this device was a loaner initially returned for evaluation and calibration. It was later returned to the u.s for further analysis and calibration because the device should remain on for 15 seconds after battery removal. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the main printed circuit board was out of specification because it failed the battery removal amplitude test. It was also noted that the lower case, side bail covers and ring cover were broken, the battery contacts were compressed, the keyboard was cosmetic, the ring was bent and the heart block was contaminated.